Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the core wire fractured. A direxion infusion catheter kit supplied with a fathom guidewire was selected for use. During use, it was noted that the last few fathom guidewires supplied in the direxion catheter kit lost their shape quickly, even during the first reconfiguration. In one fathom guidewire, it resulted a fracture of the core wire. The procedure was completed with a new device, same model. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). D4 - lot number: updated.

Event description:
It was reported that the core wire fractured. A direxion infusion catheter kit supplied with a fathom guidewire was selected for use. During use, it was noted that the last few fathom guidewires supplied in the direxion catheter kit lost their shape quickly, even during the first reconfiguration. In one fathom guidewire, it resulted a fracture of the core wire. The procedure was completed with a new device, same model. There were no patient complications.